Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 3205ml. Which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient did not report any difficulties. The patient was performing therapy successfully. The patient has since received a transplant. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain and false empty detect due to use error as the initial drain alarm setting was inappropriately programmed. The device will be routed to the service area.